Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a varying high threshold. There was also a sudden increase in rv lead impedance and a fracture was suspected. It was also noted that the device was programmed to sense only mode. The lead was capped and replaced. No patient complications have been reported as a result of this event.